Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was having issues with recharging and it never charged past 25%. The rep was notified last week but suspected the ins was overdischarged and made an appointment to assist further. Rep was able to connect with recharger (insr) so confirmed it was not in overdischarge. Patient told the rep that he attempted to recharge in bed but it never charged. Patient used therapy about 2x a week. The rep captured insr charge stats and was able to get today (3 recharge attempts) and on march 1st, 3 recharge attempts. Today 8 coupling bars were obtained and on march 1st 0 coupling bars and total of 14 minutes of charge time. Ins was discharged at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient was not charging for an appropriate length of time. Rep re-educated the patient about how to charge. Rep followed up with the patient 3/10/20 and he said charging had been going well. Issues were resolved.